Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. The user reported that the pb-lead glass could not be fixed in the upper body support arm of the mavig shield. If the lead shield dropped from its hold, the possibility exists for injury to the patient or operator. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, and system history. While the operator was moving the upper lead glass, it fell off and could not be reattached. The investigation revealed that the lead glass is connected to an arm holder with a ball joint. This connection failed. The ball is held in place by a polyethylene part in a flange. When the lead glass is tilted with force, high tension is applied to the joint due to leverage and the ball can be forced out of the flange. The operator manual advises moving the led glass at the defined points/handles. The most likely cause of the ball being forced out of the ball joint is an attempt to tilt the lead glass by force. The affected upper body radiation protection was installed in 2013. Since 2014, the manufacturer mavig has been supplying the upper body radiation shield with a revised ball joint. The problem could be resolved by replacing the lead shield with a new one. After that, the system works again as specified. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.